Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual testing, event history review and functional testing were performed. The miscalibrated safety clamp was identified during functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To correct the condition, the two polyester films were placed between the safety clamp plate and door. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a misadjusted safety slide clamp. No additional information is available.